Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusions alarms occurred. Customer¿s blood glucose (bg) level of around 600-700 mg/dl with high levels of ketones. Ketone levels were identified as life threatening by health care provider. Elevated blood glucose levels by manual insulin injection and changing pump supplies. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Bg was treated with intravenous fluids of insulin and saline, "a pain med and gi meds" (customer did not identify specific medicines). Reportedly, the customer was released after three days with the issue resolved and no permanent damage.